Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that the peritoneal dialysis (pd) patient was hospitalized due to peritonitis and discharged from hospital to subacute rehabilitation (sar) on (B)(6) 2025. The patient is currently in sar on ccpd with no issues related to pd treatment on the cycler from home. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intravenous (IV) ancef. The patient¿s peritoneal effluent fluid cultures returned positive for streptococcus oralis and streptococcus mitis, and the patient¿s antibiotic was continued. The pdrn attributed causality to several instances in which the patient broke aseptic technique including not wearing a mask, improper hand hygiene, and removal of a baxter transfer set post-hospitalization on (B)(6) 2025. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged to a subacute rehabilitation (sar) hospital on (B)(6) 2025 and resumed utilizing his personal liberty select cycler (brought to sar). On (B)(6) 2025, a repeat peritoneal effluent cell count was performed, and the patient¿s wbc count had dropped to 6 /mm3. Following the patient¿s admission to the sar, the IV ancef was discontinued and was replaced with oral zyvox. As of (B)(6) 2025, the patient remains at the sar and is recovering from the serious adverse events.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), which required hospitalization and antibiotic therapy. The pdrn attributed causality to several instances in which the patient broke aseptic technique including not wearing a mask, inadequate hand hygiene, and the improper removal of a baxter transfer set post-hospitalization. Those individuals undergoing pd therapy for rrt (manual or cycler based) are known to be at high risk for infections of the peritoneum. The streptococcus species typically enters the peritoneal cavity by touch contamination during the exchange process and/or gastrointestinal bacterial translocation. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from playing a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the peritoneal dialysis (pd) patient was hospitalized due to peritonitis and discharged from hospital to subacute rehabilitation (sar) on (B)(6) 2025. The patient is currently in sar on ccpd with no issues related to pd treatment on the cycler from home. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intravenous (IV) ancef. The patient¿s peritoneal effluent fluid cultures returned positive for streptococcus oralis and streptococcus mitis, and the patient¿s antibiotic was continued. The pdrn attributed causality to several instances in which the patient broke aseptic technique including not wearing a mask, improper hand hygiene, and removal of a baxter transfer set post-hospitalization on (B)(6) 2025. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged to a (B)(6) hospital on (B)(6) 2025 and resumed utilizing his personal liberty select cycler (brought to (B)(6)). On (B)(6) 2025, a repeat peritoneal effluent cell count was performed, and the patient¿s wbc count had dropped to 6 /mm3. Following the patient¿s admission to the sar, the IV ancef was discontinued and was replaced with oral zyvox. As of (B)(6) 2025, the patient remains at the sar and is recovering from the serious adverse events.